Manufacturer narrative:
The investigation is ongoing. The valve will not be returned.

Event description:
As reported by the edwards field clinical specialist, during implant of a 26mm sapien 3 ultra valve inside an edwards magna valve, the 26mm commander delivery system nose cone was across the valve but the sapien 3 ultra resilia valve was stuck during crossing of the septum. A decision was made to replace the safari guidewire with a lunderquist wire. A perforation occurred either during the exchange of the wires or during advancement of the valve with the lunderquist wire. The patient underwent a successful open procedure to fix the perforation in lv. One day post procedure, that patient expired due to complications from CPR and coagulopathies. Of note, the membranous septum was thick, and the septal stick was a little lower than it should have been. The patient had a very small and thick lv.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings and investigation conclusions.) And h10 to reflect engineering evaluation. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The device history review (DHR) review was performed and revealed no issues that would have contributed to the complaint events. A review of lot history did not reveal other complaints relating to the reported event. The commander delivery system with s3/s3u/s3ur IFU, the commander with sur and esheath+ procedural manual, and mitral valve in valve patient screening and procedural training manual were reviewed for instructions and guidance. The procedural training manual provides guidance on crossing the interatrial septum. Determine adequate puncture location using tee, 2d long-axis and short axis views to visualize mid-septal and posterior positions and 3d tee to confirm mitral bioprosthesis internal dimensions. Perform transseptal puncture using standard techniques under tee guidance, dilate the atrial septum with a 10-14mm septostomy balloon and advance .03' guidewire over a guiding catheter into the left ventricle. In addition, the training manual provides guidance on guidewire placement. Depending on the patient's anatomy, a few different techniques may be considered for guidewire placement: stiff wire parked and looped in the lv apex (similar to tavr, but the loop is facing caudal instead of cranial), stiff wire snared and externalized through the lv apex ('apical rail' via percutaneous puncture of the apex), stiff wire externalized through the femoral artery ('av femoral rail'). No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for navigate and position catheter to target location with the delivery system difficult or unable to cross septal wall was unable to be confirmed due to unavailability of device/applicable imagery. Due to no device being returned, engineering was unable to perform any visual, functional, or dimensional analysis to rule out a manufacturing non-conformance. However, a review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As reported, 'during implant of a 26mm sapien 3 ultra valve inside an edwards magna mitral valve, the 26mm commander delivery system nose cone was across the valve, but the sapien 3 ultra resilia valve was stuck during crossing of the septum. A decision was made to replace the safari guidewire with a lunderquist wire. A perforation occurred either during the exchange of the wires or during advancement of the valve with the lunderquist wire. The patient underwent a successful open procedure to fix the perforation in lv. Of note, the membranous septum was thick and the septal stick was a little lower than it should have been. The patient had a very small and thick lv.' In this case, it is likely that the inherent characteristics of the patient's anatomy contributed to the reported difficulty by physically restricting and/or impeding the system from being able to cross the interatrial septum. Additionally, procedural factors such as improper septal wall opening may have contributed to the reported event. In this case, available information suggests that patient factors (patient anatomy), as well as procedural factors (improper septal wall opening) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no product risk assessment no corrective or preventative action is required at this time.